Event description:
It was reported that the pt's parents observed that their child showed very good progress till (B)(6) 2012. After this, her speech developed stopped. During an appointment in (B)(6) 2012, high impedance electrodes were deactivated. On all active electrode channels the electrical stapedius reflex. Threshold (esrt) was present. The pt was seen at another appointment last week because of her family's concern about her lack of progress. Only electrode channels 1-6 were activated in this appointment. The pt had esrt and normal sound detection on all of these channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.